Event description:
It was reported that had a spinal stimulator unit since (B)(6) 2006. The patient noted that the first years of use they never had any problems. It was noted that after ¿five or six years¿ it had to be reprogrammed because ¿one of the wires was not working properly.¿ then, the patient noted, ¿a little more than a year ago it just quit all together.¿ the patient noted that the manufacturer representative was very helpful and tried all she could to get it ¿fixed.¿ it was noted that ¿to no avail surgery for repair was inevitable.¿ the patient noted that they talked to the manufacturer representative about the procedure and who was responsible for the costs associated. The patient felt that the manufacturer was responsible because ¿it was product failure.¿ the patient noted that they had only been using it part of the time and it was not something they ¿pursed aggressively.¿ the patient was concerned as to who would cover the costs of the procedure the patient ¿just put it off.¿ the patient wanted to know who would be responsible for ¿repairing the unit.¿ now, the patient noted, that they were experiencing more pain due to progression of the disease that they had. The patient noted that they were in a ¿great deal of pain¿ and had been narcotic free for ¿quite a few years.¿ however, the patient was afraid if they could not get the ¿unit fixed¿ they would have to go back to this type of medication. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that ¿if this was the patient he manufacturer representative remembered¿ the patient was never told that the lead was broken. Rather, it was just that some electrodes may not have been in the right location to be effective for the patient. The patient was informed he needed to find a pain management physician, have x-rays and get the device checked. As far as the manufacturer representative knew, the patient never had x-rays, had a work-up, or followed through to get the device checked to see if there was a problem. It was noted that this occurred ¿over for years¿ prior to (B)(6)2014. Later, it was reported that the patient was still having concerns with the device or therapy but was working with the manufacturer. The patient wrote a question mark next to appointment date.

Manufacturer narrative:
Concomitant products: product ID 377745, lot # v004790, implanted: (B)(6) 2006, product type lead; product ID 377745, lot # v006379, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 377745, lot # v004790, implanted: (B)(6) 2006, product type lead. (B)(4).